Event description:
Hill-rom received a report from the account stating the brakes were not holding in brake mode/ the bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-tom tech found the casters internally worn causing them not to hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced all casters to resolve the issue. Based on this info, no further action is required.